Event description:
A surgeon reported that a memory lens (u940a) iol implanted in the left eye of a pt in 2000 has been explanted in 2005 due to opacification. Lens replacement was performed about a month later . Corneal status immediately post-op was clear and prognosis is excellent. Pt has been released from follow up. No further information is available at this time.